Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 04/24/2024.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that there was a whitish foreign material in the air/water tube and cylinder and jet tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could confirm the adhesion/clogging of the material in the air/water cylinder, air/water channel, and auxiliary water channel. However, foreign material could not be identified. Olympus implemented gfe 3 times to the user. However, we could not obtain the answer, and it was impossible to obtain the additional information including the reprocessing steps. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.